Manufacturer narrative:
This report is submitted on april 04, 2019.

Event description:
Per the clinic, the patient experienced a performance decrement with device use resulting in the decision to explant the device. The device was explanted on (B)(6) 2019 and the patient is re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed on may 13, 2019.